Event description:
ICD device went into safe mode following emi or leaky xray exposure from a dexa scan. Scan was at (B)(6), tuesday, 11:30 appointment, (B)(6) hospital, (B)(6). Patient is identified as (B)(6). Device is a biotronik inventrs 7 vr-t dx promri 60918558 installed (B)(6) 2017 with linocsmart dx 65/15 10608116 installed (B)(6) 2017. Device alerted via home connect device on (B)(6) at 1:30 pm to biotronik. And patient alerted 6am (B)(6) to come in to (B)(6) hospital, (B)(6) to meet with company tech. Device was wanded, memory found corrupted, and then dumped and reloaded and fully reactivated. How often this type of failure occurs is unknown. Gut feel is something did it, dexa should not have done it. This device is located on the right side of my body. Suggest dexa machine at (B)(6) be checked for emi and x-ray leakage. Do trials of device and leads with wire form and placement for a right side placement to see if deviation from left side placement alters emi frequency suspectability. I am concerned the communication delay was about two days. Future device structure may include two or three memory widely separated memory areas instead of one. The home communication device is patient dumb. While everybody gets concerned all it says is ok. Future units should go through your cell phone with immediate alerts.